Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a roux-en- y procedure, when the surgeon put an instrument through the trocar and applied torque a hissing / leakage sound could be heard. The leakage appeared to be coming from the seal. The same thing occurred with a second trocar. Both devices were used to complete the case.there was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the cb12lt device (a) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results of the cb12lt device (b) found that it was returned in good visual condition. The device was functionally leak tested and failed with the test probe inserted through the device. One possible cause for this type of issue is excessive bending load as a resulting from manipulation of inserted devices. However, a corrective action has been initiated to address the root cause of the reported insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # unk, expiration date: 07/2014, manufacturing date: 08/2009. Leak test failed with test probe.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.